Event description:
It was reported by the contact that the customer reported multiple occlusion alarms. The customer's blood glucose (bg) level was 1350 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and renal failure. The customer was treated intravenously with insulin. The bg level was lowered. During troubleshooting with tandem technical support, the customer thought there was enough insulin, but was unable to reload the cartridge because the pump gave a minimum fill message. Tandem technical support performed a system check with a new cartridge filed with water. The system functioned as expected.

Manufacturer narrative:
Additional information received indicated that the customer had no permanent damage as a result of the dka. The customer was released from the hospital on (B)(6) 2015 and had resumed pump use on (B)(6) 2015. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.